Event description:
It was reported that a patient underwent a gynecological procedure three years ago for uterine prolapse and mesh was used. On (B)(6) 2012, the patient presented with bleeding and pain. Upon examination, it was noted that the patient had a vaginal exposure of mesh with granulation tissue. The surgeon excised the exposed mesh and the patient was discharged on the third day.

Manufacturer narrative:
(B)(4). Vaginal exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.